Event description:
I was not aware of the product recall regarding amo complete moisture plus contact lens solution. Upon using the solution, my eyes were red and moderately irritated. I thought I was just adjusting to the solution since I switched to it recently, but then my friends notified me of the recall. Dates of use: ten days in 2007. Diagnosis: contact lens solution. Event abated for use: yes. Event reappeared: yes.